Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and the blood glucose ran high. The customer had changed the infusion set and battery and received another no delivery alarm. The blood glucose reading was 460 mg/dl. The customer reported that the amount of insulin that came out with a fixed prime was not the same size. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin did exit. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime and stated that insulin did exit. The customer reported that the reservoir cap had been crooked and the customer pushed it down.